Event description:
It was reported that the patient received a new device and was programmed vvi 40. Several hours later the patient had atrial fibrillation (af) with pauses. Right ventricular (rv) sensing looks great, but when pacing, the patient has oversensing of t-wave. Patient is paced very infrequently. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.